Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified issue is most likely attributable to the use of excessive force due to an impact or a fall of the optic. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A field service engineer found that the locking pin broke off. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope locking pin was separated from the telescope. The issue occurred during maintenance. There were no reports of patient harm or injury.